Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a celiac artery. An unknown stent was implanted in the ostium of the celiac/abdominal aorta when a stent fracture occurred and there was an occlusion in the celiac. The arm was punctured and an unknown .035" guide wire was advanced to the lesion. A 7 x 40 mm armada 35 balloon catheter was being inflated in the fractured stent when a rupture occurred, possibly due to the stent fracture. When attempting to remove the armada balloon catheter, it got stuck at the tip of the 6f introducer sheath. The guide wire was also stuck so the devices were removed as a single unit. Outside the anatomy, the guide wire was removed from the armada and advanced back in to the artery and recanalization was achieved. The procedure was completed with a covered stent and the patient is doing fine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.